Event description:
It was reported that the load cell cable malfunctioned (potential for measured weight inaccurate). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model number and serial number of the device were not provided; attempts are being made to gather additional information from the user facility.

Manufacturer narrative:
Investigation complete, section h codes updated to reflect investigation results.

Event description:
It was reported that the load cell cable malfunctioned (measured weight inaccurate). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Multiple attempts were made to collect the model number and serial number of the device, but the user facility did not respond to these attempts.